Event description:
Programming history was received for review. It appears the patient was seen on (B)(6) 2012, in the morning around 9am and set at 1.25ma/ 25 sf/ 130 pw / 30 sec on time/ 5 minutes off time / 0 ma/ 500 pw/ 60 seconds on time they had a partial programming event where their settings were changed to 0/25/130/30/5/0/500/60. Approximately 5 hrs later the patient returned to clinic and their vns was programmed back on 1.5/10/250/30/5/0/500/60.

Manufacturer narrative:
Analysis of programming history confirmed partial programming event.

Event description:
A vns patient called and reported that he thinks that something happened while programming his vns. Reported that his device was off. The patient returned to clinic. The patient's vns programming physician reported that he did interrogate the patient's device and the output was set to zero. He did confirm that while he was trying to reprogram patient's device from 1.25 ma to 1.5 ma to improve efficacy further, the communication was interrupted at their previous visit so he told the patient to come back in a few weeks. When they returned to clinic their settings were corrected. Good faith attempts are underway for further details about the reported event.